Event description:
Patient had bilateral prophylactic mastectomies as she has a atm-associated mutation predisposing her to elevated risk of breast cancer. Her bilateral implants were recalled and she is electing to have them removed and undergo reconstructive surgery.